Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phk348, and no non-conformances were identified. Investigation summary: it was received for analysis an opened box with unopened sample of product code z968h, lot phk348. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Event description:
It was reported that an animal underwent a spay procedure on (B)(6) 2020 and suture was used. During the procedure, the doctor was suturing tissue and the suture was cork screwing and breaking in the middle of the strand, unknown tissue layer, unknown loop. Another like device was used. No consequences to the animal.